Manufacturer narrative:
The spider device was not returned for evaluation. A visual inspection of the returned hawkone 7f showed damage which indicated that the spider fx capture wire prolapsed. It was discovered while inspecting the distal assembly of the hawkone 7f, the proximal end of the rotating tip guidewire lumen showed yellow/green fragments which was consistent with the appearance of ptfe from a spider fx capture wire. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a h1-lx with a 7mm spider fx and a non-medtronic 7f sheath to treat a calcified lesion in the superficial femoral artery (sfa) described as moderately tortuous and severely calcified. The 120mm lesion exhibited 85% stenosis in an artery diameter of 6mm. During preparation and while taking the device out of its package it was noted that the tip of the green delivery catheter was kinked. There was no issue with hawk lx out of its package. The vessel was pre-dilated. The guidewire was hydrated at preparation and advanced over a bifurcation. Minimum resistance was felt upon withdrawal causing tip damage and the guidewire lumen was torn from the distal tip. The spider and the hawk lx were removed in tandem. A new spider and a new hawk h1-m were used to complete the procedure. The vessel was post dilated and there was no patient injury reported.